Manufacturer narrative:
Evaluation of the device confirmed the top plate of the fixed seat tube having detached from the inner tube. Reports indicate the end-user did not incur and injuries during the event. The component failure is being attributed to stresses being applied over time leading to eventual material fatigue of the top plate. A corrective and preventative action (CAPA (B)(4)) has been implemented to investigate, correct, and monitor effectiveness. As a result of the CAPA investigation, it was decided that a thicker 8mm material be used for the top plate, replacing the current 6mm design. With this material design change, it was determined the change to the thicker material improved the overall strength of the component making it less susceptible to material fatigue when exposed to log term stresses. The redesigned component will be installed on the device, and the chair returned to the end-user. The DHR was reviewed and chair met specification prior to distribution.

Event description:
Received report as end-user was operating the device, the seating was reported to have detached from the chassis. Reports indicate this allowed the seating to fall to the side while the end-user was occupying the seating. No injuries were reported to have occurred because of the event.